Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was over 500 mg/dl at time of incident. The customer¿s blood glucose level was 120 mg/dl. The customer was treated with manual injection. It was reported that during the troubleshooting of low battery they got power error detected. The customer declined troubleshooting for high blood glucose. The troubleshooting was performed to resolve the issue power error detected alarm. The insulin pump will not be returned for analysis.